Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened kit for analysis. Signs of use were observed on the sheath and dilator. Visual analysis revealed that the distal end of the peel-away sheath tip was damaged. It was also noted that the peel-away was split adjacent to the tabs. It is assumed that this occurred due to customer handling after observing the damage to the tip. The sheath length from the tabs to the distal tip measured 4" , which is within the specification limits of 3 7/8"-4 1/8" per peel-away product drawing. The sheath outer diameter measured 0.0955", which is within the specification limits of 0.0940"-0.0990" per peel-away extrusion product drawing. The sheath inner diameter could not be measured at the distal or proximal ends due to the condition of the returned sample. Functional analysis could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage".the report of peel-away body damage was confirmed through visual analysis of the returned sample. Visual analysis revealed that the sheath tip was damaged. Despite the damage, the sheath and the dilator met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip , including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "operating room reported a damaged/torn rubber tip, failed to insert during use." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "operating room reported a damaged/torn rubber tip, failed to insert during use." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).